Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported loss of capture, high pacing thresholds, and pacing inhibition.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. The patient experienced two seconds of asystole. In addition, the rv lead thresholds had increased. It was noted the patient had increased troponin levels. The physician was unable to determine if the loc was related to a device issue or the patient's condition. Subsequently, a revision procedure was performed. The pacemaker was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.